Event description:
It was reported that a patient underwent a pvc (premature ventricular contraction) ablation with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis. At the end of the pvc procedure a slight decrease in blood pressure was observed. Cardiac tamponade was reported. Drainage was performed and the patient's blood pressure was recovered. The patient was moved to the critical care unit (ccu) and was observed. No extended hospitalization. The physician¿s opinion on the relationship between the event and the product was that probably there was no causal relationship with biosense webster products. The physician considered that the coronary sinus (cs) catheter was the cause. No abnormalities observed prior to use of the product nor during use of the product. Additional information was received on 27-jan-2025. The physician's opinion on the cause of the adverse event was the procedure. The outcome of the adverse event was improved. Ablation was performed prior to noting the pericardial effusion. The event occurred during the ablation phase. No error messages observed on biosense webster equipment during the procedure. Additional information was received on 13-feb-2025. Patient fully recovered; however, required extended hospitalization. The transseptal puncture was performed with an rf needle. The patient did not require cardiac surgery. No evidence of steam pop.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31461266l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).